Event description:
The customer reported that the device did not recognize the therapy cable intermittently.

Manufacturer narrative:
There was no report of pt impact. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced, which resolved the reported issue.